Event description:
It was reported that the device broke during a lap cholecystectomy procedure. A piece broke off into pt, it was retrieved with grasper. Pulled new one to complete procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.